Event description:
Whilst inserting stem into femoral canal the cement was curing quicker than expected. The stem was becoming increasingly hard to insert due to this. To assist in inserting the stem the surgeon used the mallet on the back of the stem introducer. It was noted after this that the rod for the inserter would not pass through the bullet tip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an exeter introducer was reported. The event was not confirmed. The reported device was not returned for evaluation. A different component from an unknown device was returned. Medical evaluation not performed as medical records were not received for evaluation. A review of the device history records could not be performed as the device lot details were not provided . A review of the complaint history database could not be performed as the device lot details were not provided. The exact cause of this event could not be determined based on the information available. The device was not returned for evaluation and the event could not be confirmed.

Event description:
Whilst inserting stem into femoral canal the cement was curing quicker than expected. The stem was becoming increasingly hard to insert due to this. To assist in inserting the stem the surgeon used the mallet on the back of the stem introducer. It was noted after this that the rod for the inserter would not pass through the bullet tip.